Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose (bg) was 208 mg/dl and rising. Reportedly, the customer went to the emergency room (ER) due to running out of supplies. The customer was treated with manual injections and left the ER with bg of 245 mg/dl 3-4 hours later. Reportedly, the customer reverted to manual injections as alternate insulin therapy.